Event description:
It was reported that a user sought to return an ilet obtained via pharmacy after experiencing variable blood glucose control, including instances of high and low glucose, despite weekly work with a trainer; usage review indicated the user frequently paused the ilet after meal announcements, followed by elevated glucose and subsequent automated correction leading to insulin stacking and subsequent lows. Symptoms included low glucose and high glucose. Outcomes included troubleshooting and education. Investigation included review of reported use patterns and coaching history. Investigation of this case revealed that pausing the system post-meal announcement led to delayed hyperglycemia and subsequent corrective dosing that contributed to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.